Event description:
Event description cardiac resynchronization therapy defibrillator (crt-d) had detected and increase in threshold and pacing impedances on this coronary sinus lead. The device was programmed from left ventricular tip to ring and threshold had increased from 1.2 to 3.5v. Impedances were reported as erratic ranging from 800 to 2000 ohms. The impedance was 450 ohms from lv tip to right ventricular (rv) coil and >2000 ohms from ring to rv coil.

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed the issue could be the lv ring electrode and advised to check tip to rv coil threshold. If normal measurement suggested to continue to monitor. If abnormal, replacement of lv lead may be warranted. Advised monitoring for lv electrogram noise. To date, there have been no reported patient symptoms associated with this clinical observation. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. It was later reported that the device was explanted for normal battery depletion and the lead was explanted. A request was made for the product return.